Event description:
It was reported by the patient that they had symptoms of a "pulsing like a heartbeat" in their stomach and it was resolved by a change in her device settings. The device was later explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470-52, crdm competitor non-defib lead, implanted: (B)(6) 2009; 694958, crdm defib lead, implanted: (B)(6) 2005; 4469, crdm competitor non-defib lead, implanted: (B)(6) 2005; (B)(4).